Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported as "according to salesrep, there were 2 iab ruptures, no additional information provided. No dates, patient condition or other information".